Manufacturer narrative:
(B)(4). Concomitant medical devices: 183132 - van ps open intl fem-lt 70 - 307660; 184770 - series a pat std 40 3 peg - 237000; 183766 - vngd ps+ tib brg 16x79/83mm - 835480; 402282 - cobalt hv bone cement 40g - 604880. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found revision procedure with no indication of infection, minimal bone loss, minimal synovitis. Femoral component well fixed. Tibial component had separated from cement bone interact. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a primary left total knee arthroplasty. Subsequently, the patient underwent a left total knee revision due to loosening approximately 1.5 years later. No further event information available at the time of this report.